Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's husband. The caller, patient¿s husband, said that they feel stimulation when they turn it on however they adjust stimulation and when they increase it hurts the patient so they don¿t increase. The caller said they then turn device off when it gets uncomfortable. The patient said that it is not helping the patient¿s symptoms as she still has incontinence. No further complications were reported.

Event description:
Additional information was received from the patient. The patient stated that the device is not working for them. The patient said they keep urinating themselves, she wakes up 5 times during the night. She said she spends the whole night urinating and has to change clothes at least two times per night. The patient said they told her to change program but not even reprogramming has helped the patient. The patient stated she has had 3 surgeries and the device has not helped. The patient is not happy with the device and said she doesn¿t feel well and even has pain when peeing. The patient said she feels like she will get another infection. The patient also said that they have a hard time sleeping since they spend the whole night in the bathroom.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have had their device implanted 15 days next tuesday. Patient did not know device information and registration records could not be located. Patient reported they had some redness and heat around the implant and was given antibiotics. Patient was also still having urinary incontinence. A few days ago patient went back to their doctor for itchiness and redness. Patient no longer has the redness but is still having urinary incontinence and does not feel like the device has helped at all. They wake up about 5 times per night. Patient is still taking antibiotics. Troubleshooting was unable to be performed as the communicator battery depleted in the middle of troubleshooting. The patient will charge their communicator and may call back on monday if further assistance is needed. Reviewed option to increase amplitude. Outbound call was made to patient's spouse, per patient request in order to obtain email to send (B)(6) literature. Patient's spouse mentioned they believe the device is working but the patient is no longer feeling it and is still having incontinence.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.